Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1025739 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing and quality control release testing were reviewed for test base lot 1025739 and they met release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025739 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could possibly be related to patient sample interference.

Manufacturer narrative:
Establishment address: (B)(6). The investigation is still in progress. The instrument was not returned.

Event description:
The customer reported false positive results while using the ID now covid-19 assay performed on a direct tested nasal ( improve ) in hyssop. Repeat testing was not performed pcr confirmation testing on a nasopharyngeal swab performed on (B)(6) 2021 and generated a negative result. Per the customer, the patient had no apparent symptoms but could not travel( as she's a traveler) due to test results. The customer confirmed there was no patient harm due to the test results. No additional patient information was provided.